Manufacturer narrative:
E1: patient city: (B)(6), patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to diabetic ketoacidosis (dka), hyperglycemia, and bent cannula event. Blood glucose level was 680 mg/dl at the time of the event. Patient got treated with insulin pen. The duration of hospitalization less than 24 hours. Patient was experienced abdominal pain at the time of the event. Patient was found positive for ketones level. Ketones level was over 2 mg/dl at the time of the event. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 5393272 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code soft cannula found bent/kinked upon removal from infusion site. Complaint investigations photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test air flow according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packaging: the lot 5393272 was manufactured according to the wi version 71 in the multivac 12, on 10/jul/2022, with a total of (B)(4) units. Assembly: the lot 5395970 was assembled according to wi version 23 on-line inspection for assembly of quick set on 10 jul 2022, with a total of (B)(4) units. The lot 5395692 was assembled according to wi version 23 on-line inspection for assembly of quick set on 10 jul 2022, with a total of (B)(4) units review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 09/jul/2025 against malfunction code soft cannula found bent/kinked upon removal from infusion site and lot 5393272 and no other complaints has been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.